Event description:
It was found that the siderail was not latching due to a damaged center column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.